Event description:
A certified ophthalmic assistant reports a problem with the intraocular lens was identified following insertion. The lens was removed and replaced with an anterior chamber lens. A vitrectomy was required. The pt experienced a rise in intraocular pressure following surgery. The pt has had a good outcome.